Manufacturer narrative:
(B)(4). The lens was not implanted in the patient¿s eye. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon attempted to insert the intraocular lens (iol) and the iol tore as implanting. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection at 10x microscope magnification shows scarce ovd (ophthalmic viscoelastic) residues were observed inside the cartridge. The plunger was observed completely loaded. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). The lens was observed stuck in the cartridge at the loading zone and the push rod overrode the lens. The issue reported was not verified by the inspection. A manufacturing record review was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. No potential product deficiencies were identified. In addition the directions for use (dfu) were reviewed. The dfu sections provide the customer with information on proper device usage. All pertinent information available to abbott medical optics has been submitted.